Event description:
It was reported that during a pph procedure, when the device was fired, some staples were not formed. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.